Event description:
It was reported intermittent occlusion alarms occurred back to back without the customer being able to resolve despite changing supplies. There was no reported adverse impact to the customer¿s blood glucose level.the customer continued to use the pump for insulin therapy with a backup plan if necessary.